Manufacturer narrative:
Per tandem's t:slim x2 with control-iq user guide: "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery." Per tandem's t:slim x2 with control-iq user guide: "check your pump's personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the pump time was incorrect due to daylight savings time. Reportedly, the customer corrected the pump time and resumed insulin therapy. In addition, it was reported that the basal rate was incorrectly entered into the pump. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments. Customer's blood glucose was 309 mg/dl.